Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the received lens; lens was cleaned, presenting with cosmetic scratches. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reporter that the non preloaded intraocular lens(iol) was explanted from patient's left eye due to negative dysphotopsia. There was no patient injury. There was no medical/surgical intervention required. The lens was explanted in a secondary procedure and replaced with a non jnj lens. The patient had fully recovered. No other information is available.